Manufacturer narrative:
D3, d4: correction. D9: 17-jul-2024. H3: one device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was able to duplicate the reported problem. It was determined that the faulty motor line was the root cause. The motor line was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the error code (B)(4) kept popping up. There was no patient involvement and no patient harm/adverse event reported.